Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient¿s implantable neurostimulator (ins) had to be removed because they got an infection that was believed to be a pseudomonas infection. The infection was confirmed and there were no other symptoms reported. Lastly, it was noted that the ins was removed, but it was not indicated if the leads were removed too. There were no reports of device issues or allegations. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient assumed that the explanted lead and ins were discarded. No further complications are anticipated.